Manufacturer narrative:
Patient code 3191: no code available (medication: flumetholon, rinderon). Patient code 3191: no code available (mass of fibrin). Device code 1494: off-label use (patient's age is over 45 years old at time of implant). Device code: 2993 should be corrected to 1401. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Device history record (DHR) review; based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2, -06.50 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2019. Toxic anterior segment syndrome (tass) and blurred vision was observed. Lens remains implanted. Reportedly "at examination after 1.5 hour from the surgery, flare in the front chamber and fibrin around icl hole. Lens remains implanted. 0.1% flumetholon was prescribed. One day later, mass of fibrin was observed, prescription changed to rinderon" and the eye is "getting better now." Patient is continuously monitored. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.